Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a "notch" at the "30-40ml" mark that allowed air to enter and liquid to leak. The following information was provided by the initial reporter, translated from german to english: "in our cytostatics production, the above-mentioned syringes are used for manufacturing. In the mentioned batch, four syringes were leaking in the meantime. At the 30-40ml mark there is a noticeable notch in the syringe, which leads to air being drawn in from the side of the plunger and, as it progresses, to the escape of liquid and leakage of the syringe. The syringes mentioned above could not be used any further, and the defect also led to loss of substance."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: one used sample was provided to our quality team for investigation. The product was visually inspected and damage was observed between the 30ml and 40ml marking. When moving the stopper across this point, a leakage past the stopper ribs was also identified. A device history review was performed for reported lot: 2004254, finding one annotation related to the alleged defect. During the assembly process, an incident was detected in the assembly machine related to misfeeding the barrels into the equipment which created a jam that resulted in damaged barrels. Once detected, the mechanical team repaired the failure and impacted units were scrapped. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation it was determined this incident related to the failure that occurred during manufacturing, the reported product not being properly identified and discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a "notch" at the "30-40ml" mark that allowed air to enter and liquid to leak. The following information was provided by the initial reporter, translated from (B)(6) to english: "in our cytostatics production, the above-mentioned syringes are used for manufacturing. In the mentioned batch, four syringes were leaking in the meantime. At the 30-40ml mark there is a noticeable notch in the syringe, which leads to air being drawn in from the side of the plunger and, as it progresses, to the escape of liquid and leakage of the syringe. The syringes mentioned above could not be used any further, and the defect also led to loss of substance."